Event description:
It was reported a pericardial effusion (pe) leading to tamponade occurred. The procedure was cancelled. During a left atrial appendage closure (laac) procedure, a versacross connect for laac kit was selected use. There was a small effusion noted prior to the procedure. The physician was attempting to visualize septum when he noticed a big effusion. The physician then stopped the case and performed a pericardiocentesis where drained about 1800 cc of fluid. The patient was stable going to the unit. In the physician opinion, the sheath could have caused it. The device is not expected to be returned for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. A good faith effort to obtain the information is in progress, but it was not available as yet.